Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet. There was no reported adverse impact to the customer. Technical support to send replacement tandem cable and wall adapter via two day shipping. If pump battery depletes prior to receiving replacement charging supplies, customer to rely on backup therapy pt will use manual injections. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue; however, no response was received.